Event description:
Apparent lead fracture. Additional information indicated the lead fractured due to forcible fall in which the patient supported her weight with her outstretched left hand, the side of the pm.